Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case on display window corners, cracked belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump had ramping numbers without input by the user, as well as unresponsive or sticking buttons. The caller observed the keypad issues while using the bolus wizard. The customer's blood glucose was 7.8 mmol/l. The caller stated that the insulin pump had not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.